Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while the valve was deployed at 80% and under rapid pacing, hypotension occurred, and the valve appeared constrained. The valve was fully recaptured above the sinotubular junction (stj). Hypotension remained after rapid pacing. Per the physician, the hypotension was suspected to be due to the ¿heart being stunned¿ following rapid pacing. The delivery catheter system (dcs) was brought back into the descending aorta. Cardiopulmonary resuscitation (CPR) was initiated, and advanced cardiovascular life support (acls) protocol medications were given. The patient was intubated. Extracorporeal membrane oxygenation (ECMO) catheters were inserted femorally as a precaution, but ECMO was not required. An episode of ventricular tachycardia occurred and resolved with defibrillation. After the blood pressure stabilized, atrial fibrillation also occurred and was treated with cardioversion. The dcs and valve were removed. A different valve was prepared and a balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) (non-medtronic) balloon. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.